Event description:
As reported, there was one incident where the seam of the syringe split near the tip, causing blood to leak. The physician apparently stopped using the syringe and placed it on a back table. A technician picked it up and inadvertently pressed the plunger, causing blood to be sprayed into the physician's eye.

Manufacturer narrative:
Since the device involved in this event is not available for evaluation, it is not possible to determine if the reported event resulted from a device malfunction or user's technique. In addition, the lot number is unk, therefore, we are unable to run a device history review. As of this date, reports of leakage past the syringe stopper, (B) (4). As in all instances, regulatory compliance will continue to monitor for any changes in monthly trends.